Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c trial patient experienced upper limb pain beginning (B)(6), 2012. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was resolved on (B)(6), 2013. The investigator concluded the events were possibly related to the type of surgery, and possibly related to the implant. The implant has not been explanted.

Event description:
It was reported (B)(4) study patient experienced shoulder and neck pain. Upon examination, the investigator noted (B)(6) 2012, the patient was experiencing shoulder pain. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was resolved on (B)(6) 2013. On (B)(6) 2014, the patient returned to study site. The investigator noted (B)(6) 2014, the patient was experiencing neck pain. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was noted as ongoing with no treatment plan. The investigator concluded the events were possibly related to the type of surgery, and possibly related to the implant. The implant has not been explanted. This report is for an unknown prodisc-c implant. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Implant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.